Event description:
The surgeon implanted a cc4204bf plate collamer lens. The lens trailing haptic tore as it came through the injector upon insertion into the eye. The lens was removed. No patient injury. The injector and the cartridge model and lot numbers were not specified by the facility.